Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent an arthroplasty procedure on (B)(6) 2018 and suture was used. The needle popped off the suture at the swage. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Representative samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of five representative samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or needle pull were noted. Functional test was performed on the samples and the pull force test met the requirements.